Manufacturer narrative:
The device was returned showing signs of not being maintained per the directions for use.

Event description:
The distributor reported that the scissor blade of the packer/chang iol cutter broke during surgery in the pt's eye. There was no impact to the pt.